Event description:
It was reported that the micro drill displayed a bias current message during testing by the end users service department. The customer was not aware if there was any patient involvement or adverse consequences associated with the device.

Manufacturer narrative:
Manufacturer evaluation confirmed that the device's motor was seized, which can contribute to the device displaying a bias current message.